Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve, after suturing in the valve, a small tear was discovered in the left coronary cusp, the valve was removed and replaced with another valve. No additional adverse patient effects were reported.